Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were unable to increase stimulation. Troubleshooting was done and it was found that the patient's ins was off, they were set to program 3 at 0.0v. Initially, they were unable to turn stimulation back on, it was discovered that the patient was using heavy duty batteries. The patient was able to change to alkaline batteries and was able to turn stimulator back on, however, when they tried to increase stimulation they saw the upper limit screen. Patient reported they had an unrelated procedure a while back. They reported a return of symptoms following the procedure, but stated that was due to forgetting to turn the stimulator back on after the procedure. It was reported that the patient programmer was showing stim on, but the patient was unable to increase stimulation, the patient programmer was showing the upper limit screen. No further complications were reported or anticipated.